Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that the bipolar energy was not working, and replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint and completed the device evaluation. The reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. It was found that bipolar energy was not working, but monopolar energy was working. The root cause of the issue was determined to be a component failure. A review of the site's system logs for the reported procedure date was conducted by a technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a malignant hysterectomy surgical procedure. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the iesu generator stopped working after the start of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that there were issues applying bipolar energy. Prior to calling for support, the staff had tried to replace the bipolar instrument, replaced the instrument cord, and tried the top and bottom bipolar port with no change. System logs reflected that energy activation was halted by the instrument, or cable, on the top bipolar port. The staff explained they had tried all combinations of energy, cords, and port with no change. The intuitive surgical, inc. (Isi) intuitive tech support engineer (tse) walked the staff through reseating the instrument and sterile adapter, and power cycling the integrated electrosurgical unit (iesu) generator, with no change. The reporter explained that the iesu was reflecting the correct instrument arm that the instrument was connected to. The system generated a sound like it was applying bipolar energy, but there was zero energy at the instrument tips. The staff requested that their field service engineer follow up to check the bipolar energy. The procedure was completed with no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.